Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. There was no data available in the share data log. The event of a loss of connection was undetermined. The root cause could not be determined as the allegation was not found.